Event description:
Customer called because the meter was reading too low. During troubleshooting, it was found that the meter was in mmol/l. Customer had been interpreting results of 6.0 mmol/l as 60 mg/dl. The meter was changed back to mg/dl.